Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out procedure to upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d), the terminal pin of this right ventricular (rv) lead was not fitting into the df-4 header of the non boston scientific device. The field representative contacted an internal engineer who suggested applying sterile saline and/or mineral oil to the terminal pin to help with the insertion. The terminal pin was then able to be partially inserted and sensing could be measured; however, it was not stable and the terminal pin could not be fully inserted. The rv lead was surgically abandoned, and a non boston scientific lead was successfully implanted. No additional adverse patient effects were reported.